Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on (B)(6) 2022 and (B)(6) 2022, a 12-year-old female child patient's infusion set's tubing detached from the connector. Therefore, her blood glucose level ranged between 500-600 mg/dl at the time of this event. They tried to treat it with correction injection via multiple daily injection. Moreover, the infusion set had been used for 1-2 days and she had small ketone level. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.